Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark without turning on. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several troubleshooting steps, including using different charging cables and wall adapters, but these did not resolve the issue. The customer reverted to an alternate method of insulin delivery.